Event description:
Report received from baxter states "leak/vi (volume indicator) during pt use". Device contained 20ml 5fu, 26ml ns, and 2ml heparin for a total fill volume of 48ml. Reporter states no pt injury resulted.